Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: suboptimal medical documentation and imaging studies were available for this review. Cautionary product use conditions that might have contributed to this event included: multiple patent lumbar and inferior mesenteric arteries; and, the cuff was the same diameter size as the main body. This patient's use of anticoagulation therapy might have contributed to this event due to the increased risk for bleeding complications. There was evidence to support a type ii endoleak (x3) from a right mid lumbar, left distal and the inferior mesenteric artery one month post implant without sac growth. These endoleaks were present in all the subsequent CT examinations over the next 20 months. Twelve months post implant there was a minimal inferior stent migration of the cuff of ~2-3 mm. There might have been a development of a type ia endoleak without sac growth, however, it was also possible this new leak was coming from a proximal left lumbar artery (new type ii endoleak). Eighteen months post implant there was evidence to support a progressive stent migration with an interval sac growth. The proximal leak appeared more frank, but still enhanced on delayed imaging. Both a type ia and ii were present at that site, along with the persistent type ii endoleak (x3) previously mentioned. Intraoperative, there was a complication of vessel damage to the right common femoral artery during the closure/suturing of that artery; an additional surgical repair was required. The patient was discharged home on post-operative day two, on anticoagulation therapy. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause is likely related to the patient's anatomy and disease progression. There were no indications the device was a factor.

Event description:
It was reported that approximately 20 months post implant of a bifurcated device and a infrarenal aortic extensions, an endoleak was discovered during a follow up computed tomography scan on (B)(6) 2015. The extension had migrated down causing the leak. An additional extension was installed to resolve the issue, and the patient is doing well.